Event description:
It was reported that during a shoulder repair surgery plastic parts of the device broke. No fragments remained inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.